Manufacturer narrative:
Additional information received on (B)(6) 2021, provided a concomitant product. Therefore, updated the "d10: concomitant medical products and therapy dates" section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc- (B)(4).

Manufacturer narrative:
The investigation was completed on 12/11/2020. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. Initially it was reported that there was no blood backflow, a lot of air bubbles. It was not known if the procedure was completed successfully. There was no patient consequence reported. Additional information was received on the event. Blood (not excessive) was leaking through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve did not break and did not detach from the sheath. The sheath was being used on the patient. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required to stop the bleeding. No air entered to the patient¿s body as the physician prevented it. No error messages were observed in the irrigation pump. There were no irrigation issues. A picture provided from the customer was reviewed; in which the hemostatic valve seems to be dislodged inside the clear hub. An analysis was performed on the pictures provided by the customer. According to the pictures, the hemostatic valve was observed separated. This could cause the mentioned leaking. The customer complaint was confirmed based on the pictures received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The returned sheath was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the sheath during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the sheath was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/25/2020 providing the event date as (B)(6) 2020. Therefore, b 3. Date of event was processed. The bwi product analysis lab received the device for evaluation on 11/13/2020. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. Initially it was reported that there was no blood backflow, a lot of air bubbles. It was not known if the procedure was completed successfully. There was no patient consequence reported. Additional information was requested to clarify this complaint. However, with the information available, this event was assessed as not MDR reportable. Additional information was received on the event on september 29, 2020. Blood (not excessive) was leaking through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve did not break and did not detach from the sheath. The sheath was being used on the patient. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required to stop the bleeding. No air entered to the patient¿s body as the physician prevented it. No error messages were observed in the irrigation pump. There were no irrigation issues. A picture provided from the customer was reviewed; in which the hemostatic valve seems to be dislodged inside the clear hub. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption or required intervention, this event was not assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction. The awareness date for the reportable issue is 9/29/2020 as received the additional information which provided the information to assess this event as a reportable hemostatic valve separation.